Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. A baseline effusion was noted at the start of the case. The procedure was completed. A few hours later, the pericardial effusion appeared to be bigger. The patient remained stable and no interventions were performed. The following day, a repeat echocardiogram was performed, which did not show any further increase. The patient was then discharged.